Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc), with a bipolar pacing impedance measurement greater than 4,000 ohms. The device was reprogrammed to unipolar with a pacing impedance measurement of 500 ohms. The patient with this lead was reported to have a good underlying rhythm, therefore, no adverse patient effects were observed. A revision procedure was performed and the rv lead was surgically abandoned without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.